Event description:
The hcp reported the patient was experiencing headache, generalized malaise, perceived weakness, and a decrease in balance. The patient was treated with a blood patch and a decrease in the baclofen infusion rate. No device troubleshooting was required or performed. The patient outcome was reported as some improvement of symptoms.